Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 9/5/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: left mentor smooth round moderate profile 375cc saline prosthesis, catalog: 3501660, serial number: (B)(4), lot: 6776087. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with mentor smooth round moderate profile 375cc saline prostheses. Deflation on the right breast prosthesis was diagnosed post procedure via self-examination. As a result, the patient underwent unilateral removal and replacement with a similar mentor smooth round moderate profile 375cc saline prosthesis on (B)(6) 2018; catalog # 3501660, s/n (B)(4), filled to 440cc. Capsulotomy was performed and it was noted the patient tolerated the procedure well.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Device evaluation summary: the device was received at containing fluid with a clear appearance. White material was observed within the device. No foreign material was observed on the shell surface. During visual examination, mentor product analysis lab observed the device appears intact. Leak testing was performed in accordance with mentor procedures, and one leak was found on the posterior view of the device. The leak was caused by a rent measuring approximately 0.5 cm in length. Microscopic examination of the rent edges gave no indication as to its cause. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the rent edges was performed, and it did not provide conclusive evidence of what could be the root cause. Furthermore, at this point it is also not possible to determine the origin of the white material observed. The device history record (DHR) for the lot number 6768569 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. All the implants are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).